Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by providing pump reset information and walking the caller through the process, after which the pump no longer displayed the error code, and the caller successfully started their sensor session.